Manufacturer narrative:
The device was discarded by the facility; therefore, and analysis of the actual complaint device is not possible. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was 90% stenotic, 5 mm in length and located in the circumflex artery. The physician advanced a csi viperwire guide wire across the lesion and the oad was loaded onto it. The physician completed three runs at low speed using the oad. Post-atherectomy, angiography revealed a dissection in the circumflex. The physician performed balloon angioplasty and stent deployment and successfully resolved the dissection. The patient left the procedure in stable condition. Additional information has been requested, but none will be received.